Manufacturer narrative:
Evaluation summary: one device recorder was received and investigated visually for external damage. The device recorder was calibrated by the capsule simulator and transmission test were successful. Test hours were performed and download of the data was successful. The physical examination revealed that the recorder functioned properly without any problems. Per the condition in which the device was received, the recorder seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study was downloaded and an error message was displayed saying "application error efface,¿ indicative of no study data on the recorder. The device did not work during the previous procedure, which the initial reporter stated was due to the patient not keeping the recorder near her at all times during the study. A repeat procedure will be performed. There was no harm to the patient or user due to the alleged device malfunction. No known adverse events were reported.